Manufacturer narrative:
Ten used fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed they are all bent to varying degrees. No suture or ts remain on the insertion needles or were returned for evaluation. The distal end of the depth limiter tube is damaged on seven devices, likely from over penetration during attempted insertion. The devices were functionally tested for proper actuator advancement and cycling and were found to function. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that t1 was deployed successfully, but t2 could not be deployed. All ts removed from the patient. A backup device was used to complete the procedure.